Event description:
The affiliate reported that the sensor did not function correctly after implantation during an intra-operative procedure. As a result, the sensor was replaced.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was evaluated by the supplier, and the following observations noted: sensor is functional; however, it could not be balanced. Film residue over sensor area; after cleaning, able to balance sensor. Catheter material mashed 53cm and 71cm from the sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Supplier confirmed that the film residue observed over sensor area is not related to the supplier manufacturing process. It was received from customer with the film residue. Mfg. Date: 3/8/13. Based on the above evaluation supplier was able to confirm the complaint. The difficulty reported appears to be user related. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
On (B)(6) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
The sensor did not function correctly. The sensor was implanted and removed (not functioning correctly). During the surgery, the sensor was replaced. No delay greater than 30 min. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.